Event description:
Stapler did not fire properly 3 times. With #1, it appeared that the staples deployed before contacting skin. The #2 and #3 staplers were positioned on the stomach, but did not fire.